Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously high sodium (na) and potassium (k) results, generated by the au400 with ise chemistry analyzer, for four (4) patients. The patient results were reported out of the laboratory. Patient samples were re-analyzed on an alternate instrument (radiometer-abl835) and corrected reports were released. After the au400 was serviced, the customer analyzed the patient samples again and lower results were generated. One of the four patients was kept in the hospital for additional time (longer than was planned) due to the erroneous results. Bec received an e-mail confirming that this patient was only kept for monitoring. The remaining patients were not affected as a result of this event. There was no death or injury in connection with this event.

Manufacturer narrative:
Qc performed after calibration, in the morning before the event, recovered within specifications. Qc performed in the afternoon, after the event, was too high. Due to an ion selective electrode (ise) system temperature error, the ise system was taken out of service. Bec field service engineer (fse) was dispatched to the customer site and replaced the ise thermistor. After the thermistor replacement, the ise system performance was validated and its function returned to the specifications. Customer ran qc and results were within range. Patient samples were re-analyzed on this instrument and lower results were generated. No further issues have been noted. Cause of this event was the ise thermistor. (B)(6).